Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the lead was placed through a 9fr introducer for right ventricle placement however it was difficult to maneuver the lead through the tricuspid valve. The helix appeared to be further extended than normal. Therefore the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix/lobe distorted/bent, full lead was returned for analysis. Damaged at implant.